Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a loose wire. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified that the issue was with the silver grip cable, not a conductor wire, and confirmed the cable was frayed; functional impact was unknown, and no other issues were reported.